Manufacturer narrative:
Power error detected alarm due to j6 connector resistance issue. Pump passed the displacement test, sleep current test and active current test.

Event description:
Customer reported via phone call that the insulin pump had power error detected. Customer blood glucose level was unknown. Customer also stated that the they able to rewind the insulin pump and clear the alarm and power error detected reoccurred within week of trouble shoot. The device will be returned for analysis.